Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements as well as low amplitude on the non boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and troubleshooting was recommended. Also, numerous rythmiq episodes were observed and reprogramming options were offered. No adverse patient effects were reported. At this time, this device system remains in service.